Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that preoperatively to an unknown procedure on an unknown date, it was observed that the obturator with button top for 5.9mm sheath 167mm seem bent. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.